Manufacturer narrative:
A biomedical engineer certified by quest medical to investigate issues related to this device investigated the issue and the reported event could not be duplicated. A field service engineer will be sent to the facility to carry out further investigations and a follow-up medwatch will be submitted if additional information is received.

Event description:
A report was received regarding an alleged issue encountered during use of the mps console. The report states that the mps console had a high pressure alarm . There were no patient complications due to this issue.

Manufacturer narrative:
The console was evaluated and the reported complaint could not be duplicated. The device passed the operational verification test. The root cause of the alleged issue is unknown. A speculative root cause is user set up error.